Manufacturer narrative:
The product was returned to conmed linvatec without original packaging for evaluation. A visual inspection confirmed the reported problem, but was unable to verify the lot number. Similar complaints for the 24k100, lot# 22747-000 have been received and confirmed. This event was reported on MDR#1017294-2010-00093. There have been no other reports of this nature for any other lots of this product. Lot numbers 22747-000, 22748-000 and 22749-000 were recalled in 09/2010 for the same issue. A review of this customer's product history shows that this customer received ten (10) units of the above recalled lot, lot# 22748-000 in 07/2010. The tubing set was forwarded to conmed, (B)(4).

Event description:
The customer reported noticing the red tube, and clear tube on this 24k100 tubing set were misassembled prior to use. The customer was unable to verify the specific lot number as the original packaging was discarded. Five (5) units of lot# 24905-000 on the shelf were checked and all were assembled correctly.